Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level above 600 (mg/dl). While in the hospital, customer was treated with intravenous insulin and fluids. Customer was released from the hospital 5 days later.